Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported failure to advance, separation and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a chronic total occlusion (cto) lesion in the posterior tibial artery with heavy calcification. The ht command 18 st guide wire was advanced, but resistance was met with the calcification. The guide wire could not cross the lesion and the tip separated. A microcatheter was used to retrieve the tip successfully. An un-specified guide wire was used to complete the procedure, with a good outcome. No additional information was provided.